Manufacturer narrative:
Correction - .

Event description:
New information received noted the device was explanted on (B)(6) 2018, not (B)(6) 2018 as previously noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi. The patient was in stable condition. The device was explanted and replaced on (B)(6) 2018. No patient condition or additional information could be obtained.

Manufacturer narrative:
The reported event of reset was confirmed. The device performed numerous high voltage charges within a short period of time due to the patient¿s rhythm, which resulted in resets from the high voltage controller integrated circuit and caused the device to enter into backup mode. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal.